Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer stated that the left and right hands had a reverse issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to reinstall the endoscope and to check the endoscope orientation. The issue was resolved after reinstalling. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Design history record (DHR) review for the endoscope involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. The probable root cause is attributed to improper customer setup. Based on the tse's notes, the system issue was due to an improperly seated, or disconnected endoscope. It can be resolved by reinstalling the endoscope.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the endoscope.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the endoscope orientation was flipped. The customer stated that the left and right hands had a reverse issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to reinstall the endoscope and to check the endoscope orientation. The issue was resolved after reinstalling. The procedure was completing as planned with no reported injury.